Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dropped beats were noted on the telemetry. Upon review, some events were with intrinsic p waves and no r wave and others with a paced p wave. The new ventricular lead testing was stable. Threshold tests were run multiple times with the patient lying in different positions, all threshold results were the same. The device was reprogrammed, and the issue was resolved. The patient was stable.

Event description:
New information states that there was crosstalk which led to dropped beats.